Manufacturer narrative:
(B)(4) device not returned. Additional manufacturer narrative: unfortunately, the edwards device was not returned for analysis. The device history record (DHR) review is currently in process.

Manufacturer narrative:
Additonal manufacturer narrative: the device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after an implant duration of approximately 16 years. Through follow-up with the health-care provider, it was learned that the device was explanted due to severe mitral regurgitation. According to the operative report, the patient had dense adhesions from her previous surgery. The right atrium was very thin and friable. The ring was excised and the patient's valve was replaced with an edwards bioprosthetic valve. Furthermore, there have not been any allegations of a product malfunction.